Manufacturer narrative:
Additional information: medtronic received additional information that a system checkout had been performed and the system passed. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The monitor functioned normally during testing. Codes are associated with the monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: 9733571, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: 9734686, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Additional information: additional information was received that while replacing the cable, it was noted that pins in the connector were bent. One cable was returned to the manufacturer for analysis. Analysis found that the lemo connector had been removed then replaced incorrectly reversing the pin housing. Analysis found that the reported event was related to a mechanical issue. The second cable was returned to the manufacturer for analysis. Analysis found that the cable also had the lemo connector removed. In an attempt to re-assemble the connector, the key tabs had been bent and inserted incorrectly. After aligning the tabs correctly and re-assembling the connector, the cable returned to normal function. Analysis found that the reported event was related to a mechanical issue. The monitor has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor and cables were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the screen displayed a "no signal" message on the surgeon monitor. A manufacturer representative manipulated the screen and re-seated the connections and that resolved the issue. Upon further troubleshooting, the representative discovered that every time they manipulated the screen to a certain position, the same message would appear. Then when they would return the screen to a certain position, the screen would function normally. There was no patient present when this issue was identified. It was suspected that the probable cause was a malfunctioning cable to monitor, connection to monitor, or the monitor input.